Event description:
Complainant alleged that the emergency room clinicians were defibrillating an 82 year old female patient who was in an unresponsive condition. The clinician defibrillated the patient three times, once at 200 joules, a second time at 300 joules, and a third time at 360 joules. The clinician reported that the anterior electrode arced when the shocks were administered. The clinician then attempted to deliver a fourth shock at 360 joules, but the device would not respond when the charge button was depressed and the device screen displayed a "check electrodes" message. The clinician then shut the device off/on and the device then delivered the fourth 360 joule shock to the patient. When the pads were removed from the patient, the clinician observed a burn to the patient. The complainant indicated that the patient subsequently expired, but that the patient outcome was not a result of the reported malfunction.